Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up on a patient with right ventricular dysplasia, an alert for non-sustained right ventricular oversensing episodes and non-sustained ventricular tachycardia episodes were noted. Noise was noted on the right ventricular lead, however provocative testing did not reveal any abnormalities. The patient is in stable condition. Additional information has been requested.

Event description:
No additional action is planned at this time.